Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("substantial bleeding") in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Diagnostic results: on an unknown date patient had hysterosalpingogram test done. Most recent follow-up information incorporated above includes: on 12-sep-2018: the case became incident as major surgery was done for event severe pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration,malposition of essure device location of device: perforation of left fallopian tube'), fallopian tube perforation ('migration of essure device location of device: perforation of left fallopian tubes /unilateral occlusion'), ectopic pregnancy with contraceptive device ('ectopic pregnancy-yes'), oophorectomy ('oophorectomy') and pelvic pain ('severe pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: mirena from 2009 to 2010. Concurrent conditions included trichomoniasis, human papilloma virus antibody positive (anogenital infection), flu, endometriosis and hypertension. On (B)(6)2011, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage ("substantial bleeding/abnormal bleeding (general) / gen. Abnorm. Bleed"), urinary tract infection ("infections ,infection (bladder/urinary tract/vaginal) type: uti"), menstruation irregular ("hormonal changes describe: menses irregular"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion / there is an essure device protruding through the"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen / cramping"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inabality to have sexual intercourse)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, oophorectomy, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain and female sexual dysfunction outcome was unknown and the genital haemorrhage, urinary tract infection, menstruation irregular, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, oophorectomy, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Insertion date 2010, (B)(6)2011 decripensy noted. Removal date decripensy noted (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - in 2010: not provided. Essure confirmation test (unspecified) - result not provided,unilateral occlusion (left tube occluded). Ultrasound scan vagina - in 2010: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: new events- ectopic pregnancy, device ineffective and oophorectomy were added. Hospitalization was ticked for the event of uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration,malposition of essure device location of device: perforation of left fallopian tube'), fallopian tube perforation ('migration of essure device location of device: perforation of left fallopian tubes /unilateral occlusion') and pelvic pain ('severe pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2009 to 2010. Concurrent conditions included trichomoniasis, human papilloma virus antibody positive (anogenital infection), flu, endometriosis and hypertension. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage ("substantial bleeding/abnormal bleeding (general) / gen. Abnorm. Bleed"), urinary tract infection ("infections ,infection (bladder/urinary tract/vaginal) type: uti"), menstruation irregular ("hormonal changes describe: menses irregular"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion / there is an essure device protruding through the"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen / cramping"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inabality to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), and major surgery, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain and female sexual dysfunction outcome was unknown and the genital haemorrhage, urinary tract infection, menstruation irregular, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Insertion date 2010,(B)(6) 2011 discrepancy noted. Removal date discrepancy noted (B)(6) 2017,(B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - in 2010: not provided. Essure confirmation test (unspecified) - result not provided,unilateral occlusion (left tube occluded). Ultrasound scan vagina - in 2010: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: plaintiff fact sheet and mr revived, new reporter, event hormonal changes describe: menses irregular,event infections updated to infection (bladder/urinary tract/vaginal) type: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower abdomen, vaginal discharge, fatigue, weight gain, event outcome, patient concomitant condition, lab data added. Proceed with follow-up 7and 9. Outcome updated. On 24-jun-2020: pif revived, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration,malposition of essure device location of device: perforation of left fallopian tube'), fallopian tube perforation ('migration of essure device location of device: perforation of left fallopian tubes /unilateral occlusion'), ectopic pregnancy with contraceptive device ('ectopic pregnancy-yes'), oophorectomy ('oophorectomy') and pelvic pain ('severe pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: mirena from 2009 to 2010. Concurrent conditions included trichomoniasis, human papilloma virus antibody positive (anogenital infection), flu, endometriosis and hypertension. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced genital hemorrhage ("substantial bleeding/abnormal bleeding (general) / gen. Abnorm. Bleed"), urinary tract infection ("infections ,infection (bladder/urinary tract/vaginal) type: uti"), menstruation irregular ("hormonal changes describe: menses irregular"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion / there is an essure device protruding through the"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen / cramping"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inabality to have sexual intercourse)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), and major surgery, hysterectomy (full). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, oophorectomy, pelvic pain, device expulsion, vaginal hemorrhage, menorrhagia, abdominal pain and female sexual dysfunction outcome was unknown and the genital hemorrhage, urinary tract infection, menstruation irregular, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, genital hemorrhage, headache, menorrhagia, menstruation irregular, migraine, oophorectomy, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Insertion date 2010, (B)(6) 2011 descripensy noted. Removal date descripensy noted (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - in 2010: not provided. Essure confirmation test (unspecified) - result not provided,unilateral occlusion (left tube occluded). Ultrasound scan vagina - in 2010: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration'), pelvic pain ('severe pain/pain') and genital haemorrhage ('substantial bleeding/abnormal bleeding (general) / gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage/ expulsion: expulsion"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and infection ("infections"). The patient was treated with surgery (hysterectomy (full) and major surgery, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, device expulsion, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Event added from pfs- breakage/ expulsion: expulsion. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration'), pelvic pain ('severe pain/pain') and genital haemorrhage ('substantial bleeding/abnormal bleeding (general) / gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and infection ("infections"). The patient was treated with surgery (major surgery). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, infection, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Events abdominal pain, infections and perforation: uterus/migration added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") and genital haemorrhage ("substantial bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In february 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (major surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) were added. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.